Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery tests however, alarmed motor error during the occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm blood glucose level at the time of the incident was 303 mg/dl and treated with bolus. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The customer agreed to return the product for analysis.